Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while being used for the access of the instruments, the seal on the trocar disengaged and was damaged. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. A visual inspection of the returned product noted: that the obturators appeared intact. The circular seals were disengaged. The cannulas, trocars and envelope seals appeared intact. The obturators were received inserted into the cannulas. Prolonged insertion can cause the envelope seals to become stretched. A functional evaluation found that the devices failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged circular seals may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.